Event description:
It was reported that the ventilator failed internal leakage and o2 sensor tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test and the o2 sensor test during pre-use check. The o2 gas module was found as defective and needed to be replaced to solve the issue. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturers ref: #(B)(4).